Manufacturer narrative:
Section b3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported that patient's ipg became inoperable. Surgical intervention was undertaken to explant and replace the ipg. Therapy was restored post-op.